Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned therapy cable could not be tested due to shock delivery and gel deployment which confirms that the therapy cable functioned as expected. There was no observed damage, and all gel was deployed during the event. Returned monitor passed isl but failed eit which is a failure identified during reprocessing and identifies the calibration step fail, unrelated to the reported issue. The monitor will continue to perform per prescription and intended use and will not interrupt monitoring or therapy performance. The monitor has been assigned for rework due to unrelated issue. Evaluation evidence indicates noise from running on the treadmill contributed to the therapeutic shock. Patient was fit and trained prior to initial use, including the use of the heart alert button to cancel the shock. However, patient heard the alert but did not cancel the shock using the wcd heart alert button.

Event description:
Patient called in stating they were at cardio therapy running on a treadmill when they received a therapeutic shock. Patient received therapeutic shock in front of medical staff and fell off the treadmill. The nurse stated that the EKG looked normal. The patient was sent home. There was no patient injury or adverse events. However, an undiverted shock to a conscious patient could result in serious injury.